Event description:
A foreign incident occurred outside the us. A 69-year-old female patient with an underlying medical condition of rectocele has been prescribed a trans anal irrigation system navina smart with a small rectal balloon catheter. On the 19th of may, the patient started irrigation as she normally does by lubricating the rectal catheter surface with vaseline (the manufacturer does not recommend vaseline, nor has it been discussed with hcp). During the irrigation the catheter connector which connects the rectal catheter to the water tube fell apart and the catheter and connector stuck in the patient's rectum. The patient tried to pull out the parts from her rectum, but they were too slippery to be removed. The patient became very distressed,a 69-year-old female patient with an underlying medical condition of rectocele has been prescribed a trans anal irrigation system navina smart with a small rectal balloon catheter. On the 19th of may, the patient started irrigation as she normally does by lubricating the rectal catheter surface with vaseline (the manufacturer does not recommend vaseline, nor has it been discussed with hcp). During the irrigation the catheter connector which connects the rectal catheter to the water tube fell apart and the catheter and connector stuck in the patient's rectum. The patient tried to pull out the parts from her rectum, but they were too slippery to be removed. The patient became very distressed, felt pain, and was broth to the emergency care. At the emergency care she was assessed and had a CT scan, which showed the catheter inside her, slightly moving up. The medical team advised her that this may cause bowel perforation and that she must be transferred (late night may 19th) to a specialized hospital for further examination which may end in surgery. On may 20th, a day after the adverse event the patient underwent a new examination under anesthetic (eua), and the rectal catheter was successfully removed with forceps without any complications by the specialist surgeon. The extraction of the catheter did not require invasive incision surgery and bowel perforation was prevented.

Manufacturer narrative:
The manufacturer has been informed that the actual used device has been discarded and cannot be returned for technical examination. Without examination of the actual used device, it is impossible to confirm in what way the parts broke during irrigation. Investigation of batch documentation has identified some other complaints without medical complications where the tube connector was fallen apart. Therefore a decision to open a CAPA has been made to further investigate the root cause of this malfunction. Should additional facts prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be sent to the agency.